Event description:
It was reported that the ilet pump touch screen was broken with black spots, preventing visibility of blood glucose and notifications, and the user reverted to multiple daily injections while a replacement device was arranged. Symptoms included none reported. Outcomes included use of backup therapy with no reported adverse health effects. Investigation included review of device return logistics and receipt of the returned device. Investigation of this device revealed a damaged display consistent with a screen break on the pump¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.